Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that since implant of the lead the patient has been having chest pain and pain and numbness in the left arm. The patient also reports that the physician had "great difficulty" placing the lead and that during the placement the patient's heart stopped and had to be shocked. The lead remains in use. No further patient complications have been reported as a result of this event. Follow up information was obtained and indicated that the physician did not have difficulty placing the lead and there was no record of defibrillation threshold testing or impedance recordings from a shock taking place. There were no patient complications or product performance issues.

Event description:
It was reported that since implant of the lead the patient has been having chest pain and pain and numbness in the left arm. The patient also reports that the physician had "great difficulty" placing the lead and that during the placement the patient's heart stopped and had to be shocked. The lead remains in use. No further patient complications have been reported as a result of this event.